Manufacturer narrative:
(B)(4). G2: foreign: australia. Proposed code: mechanical (g04) ¿ stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a hip arthroplasty and was implanted with zimmer biomet products. Subsequently, the patient was revised approximately 11 (eleven) years later due to a bone fracture. The stem was explanted. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: b5, b7, g3, g6, h2.

Event description:
It was reported a patient had an initial left total hip arthroplasty. Subsequently, experienced a periprosthetic fracture and underwent a revision of the head and stem and fixation with a plate, screws, and cables.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: a1, a2, a3, a4, b7, g3, g6, h2.

Event description:
No additional event information to report at this time.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: left total hip arthroplasty with nondisplaced periprosthetic fracture in the proximal lateral femoral cortex. Radiolucency at the cement implant interface and cement mantle fracture suspicious for loss of fixation of the femoral stem. A definitive root cause cannot be determined. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.